Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator changed the cardiac resynchronization therapy defibrillator (crt-d) exhibited a setscrew issue, where the lead was stuck in the header and the grommet and setscrew had to be removed in order to get the lead out of the header. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.